Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "pump stopped giving insulin". Customer¿s blood glucose value was 370 mg/dl. Reportedly, the customer successfully resumed insulin therapy.